Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong item shown in cubie position. A field service engineer (fse) identified that the controller board for drawers 3 and 4 was faulty and replaced the controller board. Medbank technician then configured drawer 3 and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the bins were showing incorrect items in cubie admin compared to the actual contents in the drawers. A rescan of the drawers was attempted; however, it did not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.